Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery. Utilizing a contralateral approach, the physician placed a non bsc guide wire across the lesion. The 5.5mm x 40mm sterling balloon was advanced into the patient. During the first inflation, the sterling balloon ruptured at 5atms. The device was removed and the procedure was completed with a 4mm sterling balloon. No patient complications were reported and the patient's status is good.